Manufacturer narrative:
Investigation summary: bd received 100 samples and 9 photos for investigation. Visual examination of the samples and photos was performed and revealed foreign matter (fm) and scratches on the tube and fm in the tube. There are white particles that appear to be plastic, a piece of clear tape, and black particles on the inside of the tube; scratches are also on the outside of the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes fm on the inside, fm on the outside, and damaged product (scratches). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was foreign matter(fm) inside an unspecified number of tubes. Fm and scratches were also observed on the outside of the tubes. There was no health impact or consequences reported.